Manufacturer narrative:
(B)(4). Received one used set with no cap on spike and no cap on patient connector in reference to connection issue. Functionally hand tightened a lab (japanese) titanium adapter without difficulty. Set was tested underwater at 8 psi with no leak noted. During visual inspection no manufacturing abnormalities were noted. This complaint for connection issue is not confirmed and the cause was not identified because evaluation of the returned sample did not duplicate the alleged issue. The lot number is unknown; therefore a batch review cannot be performed.

Event description:
There was a gap found between the cap and the spike when the customer connected to the transfer set using the clean flash. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.